Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t7. During the procedure, "the balloon would not advance down the cannula." According to the report, the balloon was not inflated prior to trying to advance it. The procedure was delayed approximately 10 minutes but was completed successfully using a balloon from a new kit. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional informaiton: product analysis: ibt analysis - complaint return inflatable bone tamp (ibt) partially inflated as received. When deflated, the balloon did not fully collapse, preventing the balloon from starting into the stylus cannula. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.